Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument misfired and cut through tissue without forming a staple line. As a result, the surgeon repaired the tissue. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated he was not willing to discuss the case without confirming with the site¿s risk management team. However, he stated that he does not recall the color of the staple reload or the staple fire. He recalled seeing pushed-through tissue with no staples implanted on tissue, and observed that the blade did not cut through properly. As a result, he had to suture the tissue. Beyond that, the surgeon was unwilling to talk. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. The stapler logs show that the sureform 60 stapler instrument (part #480460-09, lot #l91210920-0310) was installed 4 times and fired 3 reloads (2 green followed by 1 blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. The three firings occurred on the first three installs. On install #4, the logs show a completed clamp and completed unclamp, with no firing attempted. Isi has received the blue sureform 60 reload associated with this complaint and completed investigations. The reload was found to be returned fully unfired. The reload was tested with an in-house sureform 60 stapler instrument and fired with no issues. The reload was disassembled in-house for visual inspection. There was no pusher, cartridge, or blade damage observed. A review of logs shows no failures. There was no problem detected. Isi also received the sureform 60 stapler instrument (part #480460-09, lot #l91210920-0310) associated with this complaint and completed investigations. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped. The instrument was tested twice without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no failures. No damage was found. There was no problem detected. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, the stapler misfired and cut through tissue without forming a staple line. As a result, the surgeon had to repair the staple line with sutures. At this time, the cause of the customer reported failure mode is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.